Manufacturer narrative:
A4 - weight: 211 a4 - weight units (patient): not provided h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported multiple line blocked alarms. The patient just changed out their supplies since it was the end of their 3 days since they were changed. The patient has been wearing the infusion set in the leg for a few weeks successfully and just changed it to his abdomen area. He attempted to resolve the alarm multiple times, but it keeps alarming. There were no visible kinks in the tubing or damage to the product. The patient was laying down in bed with the tubing laying as straight as possible next to him. The pss advised removing the infusion set and check the cannula. The cannula was not bent, but blood came pouring out after the site was pulled off. The pss advised that a possible blood vessel or capillary could have been hit upon insertion that could cause the occlusion. The patient asked for replacements, so the pss offered to send replacements. The patient was taking cortisone shots, so his glucose levels were elevated. His glucose level was at 256 mg per dl. The patient was not having symptoms, did not check for ketones and does not require medical assistance. The patient changed out his infusion set to resolve the issue and placed the cleo in the thigh. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 45 years old non-hispanic/latino white male weighing 211. The event occurred while in use with patient.

Manufacturer narrative:
D4 - primary UDI number: corrected. D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a slightly bent cannula. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was performed and it was confirmed that there was no occlusion in the product. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.